Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's representative from hospital reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 396 mg/dl. The customer reported that they received a motor error alarm. The customer reported that the drive support cap was sticking out. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to backup plan, per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked or detached end cap. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to cracked or detached end cap. Motor passed motor test.